Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced while attempting to run a loaded set. This condition was determined to have been caused by a seized motor. The motor assembly was replaced. See scanned page.

Event description:
It was reported a spectrum pump had system error 105 occur in the labor and delivery unit. It was also reported there was no pt injury.